Event description:
It was reported that a prosa (#fv701t) was implanted during a procedure performed on (B)(6) 2016. According to the complainant, the shunt showed an malfunction. The patient underwent a revision procedure performed on (B)(6) 2023. The complaint device has returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 39 years, weight: 41 kilograms (kg), height: 148 centimeters (cm), gender: unknown. Same event as #3004721439-2023-00213.

Manufacturer narrative:
Visual inspection: during the investigation, scratches, and some residue tissues on the device was determined. During the visual inspection a deformation of the outer housing of the prosa valve could be determined. The measurement of the plane parallelism could confirm that with a value of -0,0084 mm - outside tolerance (0 ± 0.02 mm). Permeability test: a permeability test has shown that all components are permeable. Computer controlled test: to investigate the claim of malfunktion, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical positions. The results show that the valve operates within the accepted tolerance in both positions. Adjustment test: the prosa was tested and is not adjustable. Braking force and brake function test: the brake functionality test has shown that the brake function is operational; however, the braking force cannot be measured due to the non-adjustability of the valve. Internal inspection: after dismantling of the valve, deposits were found inside. To make the proteins / deposits in the shunt system more visible, they were colored using a staining solution. Results: based on our investigation results, we can determine, at the time of our investigation, a non-adjustability on the valve. The cause of the malfunction could be the detected deposits. Proteins in the cerebrospinal fluid can influence the function temporarily and are known side effects in hydrocephalus therapy. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.